Event description:
It was reported the epg (external pulse generator) would not pace. The epg was returned for service. There was no patient involvement.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event. The heart flex assembly and main printed circuit board were damaged. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. (B)(4).